Event description:
According to the reporter: during a roux-en-y total gastrectomy, the esophageal jejunum anastomosis was performed using the stapler. The anvil was at the esophageal stump and the stapler was set in the jejunum. The surgeon attempted to connect the stapler to the anvil, but the anvil could not be pulled in and connected to the stapler. When the surgeon checked the tip at the center rod of the anvil, he found that the tip was open. To correct the issue, the surgeon resected the purstring suture site and removed the anvil. To complete the procedure, another device was used. According to the surgeon, the nurse was unfamiliar with preparing this device for surgery and she may have detached the anvil tip trocar without pressing the black removal button, which might have caused the tip of the anvil to open. Additional tissue resection was required due to the product issue causing tissue damage. Surgical time was extended by less than 30 minutes. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.